Event description:
It was reported that the patient experienced arrhythmia and asystole. It was also reported that the right ventricular (rv) lead was explanted and replaced due to suspected fracture, and exhibited loss of capture, high impedance, noise, no sensing of r waves, and therapy was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.